Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report a discordant result that was obtained on one patient sample on the cs-2500 instrument. The provided instrument data has been reviewed and assessed as follows: - qc results have been found within range on the day of the discordant result, however, the customer measures qc (quality control) only on time at night - official assay protocol has been used for innovance heparin - siemens checked calibration curves, which look good - siemens investigated corresponding sample kinetic data, which looks unsuspicious - no other parameters such as activated partial thromboplastin time (aptt) or antithrombin were performed on the sample. A reagent problem was ruled out based on review of qc which showed recovery within acceptable ranges. Assessment of instrument performance included a review of backup data files. Based on the available information, the cause of the discordant result is inconclusive. The probable cause of the discordant result is consistent with a sample integrity issue. The customer is operational and the issue was resolved by routine troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required. Note: innovance heparin is marketed in the united states under material number 10873535. The 510(k) numbered documented in section g4 is for this product.

Event description:
Customer reported the observation of a discordant low heparin results on one sample measured with innovance heparin lot 03002 on the cs-2500 system (sn# (B)(6) compared to the clinical picture and testing of additional samples from the same patient. There are no known reports of patient intervention or adverse health consequences due to these discordant results.